Manufacturer narrative:
Additional information was requested from the customer and provided. Investigation summary: the incident product was not returned for evaluation, however a sample device from the same lot was returned. The sample device passed all leak testing and mechanical testing that was performed and engineering could not confirm the customer experience. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. During the manufacturing process, all kii advanced fixation trocars are thoroughly inspected and tested for functionality and performance prior to packaging. Although the root cause of the customer's experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4) has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic procedure - "seal is falling off the cannula at minimal contact force. Loss of pneumoperitoneum." Patient status - "ok."